Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads were x-rayed and showed that the retention loop was a bit superficial and caused pain and irritation. The patient underwent revision procedure wherein the physician was able to bury the tails a little deeper in the midline. The patient was doing well postoperatively.